Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and the spinal cord stimulator (scs) paddle lead were explanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6) batch: 18592717 UDI: ((B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and the spinal cord stimulator (scs) paddle lead were explanted.

Manufacturer narrative:
(B)(4). Sn: (B)(6). The returned ipg was analyzed and the ipg passed visual inspection and the functional test. The memory was captured, and no anomalies were observed. However, a labelling review found that the reported events are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, this investigation is assigned a probable cause of known inherent risk of device.